Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low flow alarms and pi events. The patient remained asymptomatic during the events. CT resulted negative for outflow graft obstruction or thrombus formations. Echocardiograms noted the aortic valve did not open. The patient speed was decreased to 4700 rpms. No further information was reported

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient low flow events; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files contained low flow alarms when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained stable for the duration of the log file, and the system appeared to function as intended. The account reported that a low flow software upgrade was requested for the patient¿s primary and backup controllers. Software 1.5.2 was successfully installed on (B)(6) 2020, with no issues noted on either controller. It was reported that the patient had been experiencing persistent low flows in the setting of normal blood pressure. It was reported that the cause of the low flow alarms was not identified. The low flow alarms have not resolved after the controller software upgrade, but have significantly decreased in frequency, per the patient. The patient has remained asymptomatic throughout. A computed tomography angiogram (cta), echocardiogram (echo), and right heart catheterization (rhc) were performed and were normal. The patient will continue with routine follow-up and frequent communication with the coordinators, with a plan to obtain repeat imaging. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.